Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, several episodes of ventricular burst showed noise in both channels. Patient is locksmith, asymptomatic. The manoeuvre tests were performed and no noise was detected.

Event description:
Reportedly, during a follow-up, several episodes of ventricular burst showed noise in both channels. Patient is locksmith, asymptomatic. The manoeuvre tests were performed and no noise was detected.

Manufacturer narrative:
(B)(4).